Event description:
Per the clinic, the patient experienced a seroma around the implant site and a loss of osseointegration (date not reported), resulting in fixture loss. There are plans to reimplant the patient with a new device, however it is unknown if reimplantation has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed june 20, 2014. Device is currently unavailable.